Event description:
Consumer complaint of blood result reading of "lo". Last results in memory: "lo", "lo", "lo", "lo", 42mg/dl. Back to back blood glucose tests performed with results of "lo" and "lo". No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).